Manufacturer narrative:
On 23 march 2016 the (B)(4) project manager analysed the returned implants. Observing the femoral stem no particular sign can be noted, except on the neck: such signs were probably caused during the removal phase. The ha coating is present in the proximal zone. On the femoral head some signs can be seen probably caused during the removal phase. It is not possible from the inspection of the implants determine the root cause of the event.

Manufacturer narrative:
On 10 june 2016 it was prepared a final report with the information already submitted in the previous reports. On 20 june 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(6) 2015 it was confirmed that the revision surgery was successfully completed. On (B)(6) 2015 the medical affairs director made the following analysis while checking the x-ray: aseptic loosening of the stem 1 year after primary operation. The one radiograph supplied does not allow any evaluation of biomechanical situation because it is partial. Patient with very thick cortical bone, presumably active. Scintigraphy shows that the problems are rather diffused along the stem, which seems to have achieved no osseointegration. Unfortunately, this is one of the possible complications of cementless arthroplasty, and in most cases it is not possible to determine the root cause for the event. I see no reason to suspect that the cause originates from a defective implant. Batch review performed on 15 december 2015: lot 136205: (B)(4) items manufactured and released on 11 mar 2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 16 december 2015 it was confirmed that the explant is available and will be sent back for analysis. Not yet received.

Event description:
Revision surgery planned for (B)(6) 2015, due to stem loosening.